Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the patient reported they had peritonitis. Upon follow up, the patient¿s peritoneal dialysis nurse (pdrn) stated the patient was treated for but not hospitalized for peritonitis (signs and symptoms unknown). The cause of the patient¿s peritonitis was reported to be touch contamination. The patient¿s culture on (B)(6) 2018 was positive for peritonitis, and the organism was found to be "stapholococcus" sp. The patient was prescribed and treated with vancomycin, ceftazidime, and cefazolin, but the dosage was not reported. The patient is recovering. The patient continued their pd therapy as prescribed during treatment.

Manufacturer narrative:
Clinical review: on (B)(6) 2018, this new patient on peritoneal dialysis contacted customer support and reported experiencing a ¿patient line is blocked¿ soft alarm during drain 0 of dialysis treatment via the liberty select cycler. During the call, the patient also reported he had concurrent peritonitis. During follow-up with the pd nurse, it was confirmed that on (B)(6) 2018, the patient¿s pd effluent grew the organism staphylococcus aureus with an elevated white blood cell (wbc) count. The patient was treated with the antibiotics vancomycin, ceftazidime, and cefazolin (unknown dose, route, frequency and duration) on an outpatient basis. Per the nurse, the patient is recovering from the peritonitis event. A temporal relationship between pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s for peritonitis exists. However, there is no evidence that supports the patient¿s peritonitis event was caused by a liberty cycler/ liberty cycler set malfunction or product deficiency. It was reported the patient¿s pd effluent grew the bacteria staphylococcus aureus which is known colonizer of human skin. Therefore, it can reasonably be concluded the patient¿s peritonitis was associated with touch contamination, as reported by the pd nurse. Should additional information become available, please resubmit for a clinical review and this clinical investigation will be updated accordingly.

Manufacturer narrative:
As the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.